Event description:
It was reported that on (B)(6) 2010, the patient presented with possible gerd and underwent an esophago-gastro duodenoscopy which showed esophagitis; hiatal hernia; duodenal candidiasis grade 1; and gastritis. The patient also presented with a history of colonic polyp and underwent a colonoscopy which demonstrated melanosis coli, diverticulitis, and internal hemorrhoids. On (B)(6) 2010 the patient presented with a reoccurrence of radicular pain in the left lower extremity and numbness in the left hand. The patient was reported to have a herniated disc at l4-5. A MRI of the neck reportedly looked fairly benign. On (B)(6) 2010 the patient presented with progressive low back pain radiating into the left leg. The patient reported it as quite disabling. Pain was exacerbated with activity. The patient had had 6 weeks of physical therapy and that seemed to have made the symptoms worst. The patient had a marked collapse of the l4-5 and l5-s1 disk space. On (B)(6) 2010 the patient presented left leg weakness, severe pain, and numbness in the great toe. Per the notes on the patient's history it was reported that after a 2005 oophorectomy - the patient woke up and was unable to walk -they had physical therapy for years and did well however in in 2008 they developed acute left leg pain. The patient underwent a discectomy but continued to have back and leg pain. A MRI was reviewed which showed collapse of l4-5 and l5-s1 disk space. The patient also complained of chest pain related to costochondritis and constipation secondary to narcotics. On (B)(6) 2010 the patient presentedwith persistent lower extremity pain and mechanical back pain and the preoperative diagnosis of l4-5 and l5-s1 lumbar spondylosis and underwent surgery which consisted of a l4-5 and l5-s1 posterior lumbar interbody fusion. Per the operative report...10mm interbody devices were placed in the l4-l5 disc space bilaterally under direct vision with fluoroscopic guidance. Morselized bone allograft in the form of bmp infuse was placed in the interbody cages and between the interbody cages, l5-s1 disk space bilaterally. A 10mm interbody device, filled with morselized bone allograft in the form of bmp infuse was placed in the l5/s1 disk space under direct fluoroscopic guidance. It should be noted that there was dense scar tissue at the l4-l5 level secondary to the previous surgery - this area was carefully decompressed. Fluoroscopic imaging was utilized throughout to verify positioning. No patient complications were noted. A post-operative lumbar x-ray was taken which showed posterior l4-s1 arthrodesis without apparent complication. Per the discharge notes, on day three the patient was reporting alternating achiness in their hips and thighs bilaterally and persistent numbness. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with minimal back pain; aching joints especially in the ankles and knees; and left leg discomfort. On (B)(6) 2010 the patient presented with some numbness in left lower extremity and improved back pain. On (B)(6) 2010, in post op visit, the patient presented with improving radicular pain, slight weakness in legs, and soreness in left knee with a tiny effusion. Impression: chronic radicular pain, osteoarthritis, and fibromyalgia. On (B)(6) 2010 the patient presented with low back pain and underwent lumbar spine x-rays which showed posterior l4-s1 arthrodesis without apparent complication. On (B)(6) 2010, approx. 2 mos post op, the patient presented with numbness in the left toe; weakness on dorsiflexion; and improved back pain. The patient was participating in physical therapy. Per the notes, an x-ray had revealed some fusion occurring over the l5-s1 disk space and less so across l4-5. The instrumentation appeared intact, on (B)(6) 2010 the patient presented with polyarthralgias, fatigue, improved radicular pain, dry eyes, dry mouth, and diffuses pains in wrists, hands, shoulders, ac joints, and costochondral joints. Hla-b27, lyme test, and rheumatoid factors were negative in the past. A sjogrens antibodies test was done the prior year and was negative. The patient had been on engrel for presumed seronegative rheumatoid arthritis but developed a major rash and stopped it. On (B)(6) 2010 the patient reported bilateral hand numbness and tingling right >left with radiation up right arm and persistent chest pain which had been diagnosed as rib arthritis related to fibromyalgia. Assessment: bilateral carpal tunnel syndrome. On (B)(6) 2011 the patient presented for an osteoporosis screening and underwent a hip bone densitometry, left. Impression: normal result for femoral neck bone mineral density. On (B)(6) 2011 the patient presented with constant joint pain mostly located in the upper, middle, and lower back; bilateral hands and fingers; bilateral knees; bilateral shoulders; and bilateral ribs. Symptoms may be accompanied with stiffness, achiness, numbness or tingling, and swelling. The patient also complained of abdominal pain and paresthesias of the left leg including toes; as well as edema and weakness; pain in scapula; crepitus and pain in right knee; pain and swelling in knees and ankles. The patient was negative for psoriasis. On (B)(6) 2011 the patient presented with joint pain with edema, numbness and tingling. The patient also reported abdominal pain (onset 2 mo prior); rash on right temporal region; inflammation of gums; nasal sores; achy ribs (onset 2 yrs prior); paresthesias of the hands and frequent dropping of objects; and a painless swelling under right eye. Existing diagnosis: muscle weakness; spasm of muscle; psoriatic arthropathy; cervicalgia; bronchial neuritis or radiculitis nos; lumbosacral spondylosis; disturbance of the skin sensation; pain in joint involving multiple sites; and myalgia and myositis. The patient received a depmedol injection. On (B)(6) 2011 the patient presented with pain and received a depmedol injection. On (B)(6) 2011 the patient presented with left side weakness and upper back/chest pain. The patient underwent a thoracic spine CT which demonstrated early degenerative changes and two focal liver lesions. On (B)(6) 2011 the patient underwent a hepatic function panel which was normal and a cbc with differential and platelet count which were within normal limits. On (B)(6) 2011 the patient presented with progressive joint pain and stiffness located in the mid to lower back, bilateral elbows, bilateral hands and bilateral hips. The patient also reported headaches and hand and paresthesias; and rib pain. The patient dc'd humira as they had developed diarrhea and cough. Labs showed the patient to have strep viridians, h. Parainfluenzae and candida. On (B)(6) 2011 the patient presented with hypothyroidism and underwent a thyroid sonogram which demonstrated findings consistent with a multi-nodular goiter superimposed hashimoto's thyroiditis could not be excluded. On (B)(6) 2011 the patient underwent a hepatic function panel which was normal. A cbc with differential and platelet count was also conducted which and was within normal limits on (B)(6) 2011 the patient presented with progressive joint pain located in the fingers bilateral, foot bilateral, hand bilateral, hip left, knee bilateral and legs left with associated symptoms of swelling, stiffness, numbness and/or tingling. The patient also reported gi upset and rashes; herpetic ulcers persisted; frequent chills; chest pain; hand paresthesias; improved back pain; and left leg weakness. The patient reported having fallen 3 weeks prior and felt they may have broken the left hand. The patient received a depmedol injection. On (B)(6) 2011 the patient reportedly presented rectal bleeding and underwent a sigmoidoscopy - which revealed an anal fissure and internal hemorrhoids. On (B)(6) 2011 the patient underwent a hepatic function panel which was normal and cbc with differential and platelet count which was within normal counts. On (B)(6) 2011 the patient presented progressive and severe joint pain. The pain is mostly located in the all over body, lower back, foot bilateral, groin right, hip right, knee right, legs right and shoulder bilateral. The patient reported they were unable to sleep at night due to the pain; nocturnal muscle spasms; puritis; resolving fungal rash in left axilla; weakness and problems walking; bruising; rectal bleeding; chest pain; weakness in legs; paresthesias in hands and great toe; chest pain with deep breath; and night sweats. It was reported that the patient had lost 14 lbs since sept. The patient received a kenalog injection in the right deltoid. On (B)(6) 2012 the patient presented for a thyroid referral. On (B)(6) 2012 the patient presented with progressive joint pain mostly located in the rib bilaterally with associated symptoms of stiffness, numbness, stiffness, and aching. The patient also reported worsening bruising on back and legs; chills; gi upset; rib pain; nasal sore; and pain in sternum and ribs with resultant dyspnea. The patient reported an upcoming hemorrhoid surgery. The patient received a kenalog injection. On (B)(6) 2012 the patient presented for treatment of hypothyroidism and thyroid nodules. The patient complained of difficulty sleeping, night sweats, and constipation. On (B)(6) 2012 the patient presented with low back pain and left foot problems such as cramps. The foot problems were noted as possibly due to the spinal surgery. On (B)(6) 2012 the patient presented enthesopathy pain and spine pain associated with psoriatic spondylitis. On (B)(6) 2012 the patient presented with cramps in left foot. On (B)(6) 2012 the patient presented with left leg pain with weakness, numbness, and cramping; cramping in left ankle; and shooting lower back pain to thighs, calves and feet on left leg. Per the doctors notes, the patient had had back problems since 2008 at which point they had a laminectomy followed by a fusion in 2010. Impression: mild peripheral neuropathy, symptoms suggestive of lumbar radiculopathy. On (B)(6) 2013 the patient presented with leg pain and underwent emg studies. Results: no evidence of lumbosacral radiculopathy in lower extremities and no evidence of acute or chronic denervation. On (B)(6) 2012 the patient presented with low back pain predominately across back and into the extremities and generalized body pains from fibromyalgia. Anti-inflammatory medications were not helping and causing gi irritation. It was reported that the patient was having a harder time coping with day to day activities. They could not stand or walk too far. The patient had been unable to work since the surgery. The patient underwent a caudal epidural steroid injection. No patient complications were reported. On (B)(6) 2012 the patient presented with foot numbness. On (B)(6) 2012 the patient presented for a hematology/oncology evaluation for presumed liver lesions. "The patient was monitored 'cold and numb leg' and was incidentally found to have several liver lesions." The patient also reported to have'¿some purple spots' in legs. The liver lesions were considered not likely to be active oncological issues and the skin lesions were not likely primary hematological issues either. On (B)(6) 2012 the patient presented with severe low back pain extending into the groin. It was reported that the patient had undergone a caudal epidural injection the month prior however the patient was still having a difficult time coping with day to day activities and had intense pain. The patient was requesting a stronger narcotic. The patient felt they could not 'go on like this anymore'. The patient was taken off of vicodin and put on morphine. The patient also underwent a caudal epidural steroid injection. No patient complications were noted. On (B)(6) 2012 the patient presented with swelling, stiffness and pains everywhere. The patient had had spine pain, intermittent poluaericular joint pain associated with psoriasis on scalp and anthesopathy pain. Per the doctors notes the patient had recently been found to have goiter. The patient was complaining of pain particularly in the right costochondral area. The patient was also positive for fatigue and mild depression. On (B)(6) 2012 the patient presented with chronic low back pain from post back surgery syndrome and degenerative disc disease with hnp. The patient complained that the caudal steroid injections were not helping and that the morphine was making her nauseous. The patient was put back on hydrocodone and zanaflex for spasms. On (B)(6) 2012 the patient presented with increased pain and swelling. The patient had pain and numbness in hands; some pain in the trochanteric bursa area of the right leg; overleaping pain that suggested radiculopathy in right lower extremity; numbness in left leg; depression; and nausea from morphine. Cervical x-rays were reported as showing disk space narrowing, prominent from c5 through c7 and patent neural foramina. Impression: cervical and lumbar spondylosis likely associated with radicular pain and possible psoriatic arthropathy. On (B)(6) 2012 the patient presented low back pain with right hip pain into the right groin area, the patient underwent a lumbar spine MRI which demonstrated post-surgical changes at the l4-l5 and l5-s1 disc spaces with laminectomy defects at those levels and right foraminal encroachment at l4-l5 and l5-s1 related to hypertrophic changes. The patient also underwent a cervical spine MRI which showed mild degenerative disc disease at c5-c6 and c6-c7 with diffuse bulging annuli. On (B)(6) 2012 the patient complained of edema and redness in both legs, left > right. The patient presented with depression due to their health condition. On (B)(6) 2012 the presented with chronic low back pain from degenerative disc disease with hnp and post back surgery syndrome. And neck pain form degenerative disc disease with hnp. The patient was prescribed methadone. On (B)(6) 2012 the patient presented with bilateral hand and wrist pain and numbness; difficulty sleeping; rash from fentanyl patches; generalized soft tissue pain in the ribs; thoracic spine costochondral pain. Per the doctor's notes, recent MRI's showed the possibility of pain coming from l4-l5 or l5-s1. On (B)(6) 2012 the patient presented with low back pain from degenerative disc disease with hnp and post back surgery syndrome. The patient also had severe pain in the hands. The patient had felt methadone was affecting their thyroid functions and stopped taking it. The pain was a lot worse without the narcotic pain medication. The patient was prescribed hydrocodone for pain. On (B)(6) 2012 the patient presented with the assessment of headache, low back pain, anxiety, depression, hypertension, hyperthyroidism; visual disturbances; and rheumatoid arthritis. On (B)(6) 2012 the patient presented a steady improvement in spine stiffness; hand pain, left > right; pain in left thumb consistent with de quevains tenosynovitis; and trochanteric bursa pain on the right side. It was noted that the patient¿s symptoms were consistent with psoriatic enthesopathy and spondylitis without fusion. The patient also had some depressive symptoms. On (B)(6) 2012 the patient presented with de quervains tenosynovitis on the left hand. The patient underwent a left had injection at the extensor tendon. On (B)(6) 2013 the patient presented with low back pain from degenerative disc disease and post back surgery syndrome. The patient reported that they had had left thumb surgery several week prior. On (B)(6) 2013 the patient presented for a depression screening. Assessments: major depressive disorder; hypothyroidism; essential h ypertension; and hyperlidemia. On (B)(6) 2013 the patient presented for a thyroid f/u. On (B)(6) 2013 the patient presented with low back pain from degenerative disc disease and post back surgery syndrome. The patient f elt that the hydrocodone was not helping as they had developed a tolerance for it. The patient was prescribed oxycodone and zanaflex for spasms.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.